Event description:
Needle broken in belly [medical device complication]. Case description this spontaneous report reported by a customer as "needle broke inside belly", concerns a pt using novofine 30g x 8mm (needle). On a unspecified date the pt experienced that the needle broke off in their abdomen. No further details on the event, treatment, or outcome are reported. Analysis result: product:nova fine 8mm(30g) lot no:04c13g batch history from final qc-released examined.visual examination performed. Needle tested for resistance to breakage. During testing it has not been possible to detect any irregularities on a reference sample from the batch in question.